Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: veress needle was put down trocar to de-bulk gall bladder. Dr [name] thinks the needle may have caught on the valve of trocar and this had to be removed from inside the patient. No clinical impact to the patient. Additional information received on april 7, 2024 via email from territory manager confirming the model number is ctf12. Additional information received on september 7, 2024, from territory manager via email: patient is fine. Intervention: replaced device and part of tricar removed from inside patient. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the photograph of the event unit and the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as a veress needle. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: veress needle was put down trocar to de-bulk gall bladder. Dr [name] thinks the needle may have caught on the valve of trocar and this had to be removed from inside the patient. No clinical impact to the patient. 04.07.2024 additional information received via email from territory manager confirming the model number is ctf12. 09.07.2024 additional information received from territory manager via email: patient is fine. Intervention: replaced device and part of tricar removed from inside patient. Patient status: patient is fine.